Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. Valve actuation test passed. Pre-ast 15 mins 1000 ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak took place during a patient's pd treatment during training in the clinic. During fill1 there was a volume error warning and an air detected in cassette warning. Fluid was discovered leaking from the cassette door. In a follow up, the facility manager verified the leak and said that the patient did not have any harm, intervention or adverse event. The patient was able to complete treatment on another cycler. The complaint cycler was returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak took place during a patient's pd treatment during training in the clinic. During fill1 there was a volume error warning and an air detected in cassette warning. Fluid was discovered leaking from the cassette door. In a follow up, the facility manager verified the leak and said that the patient did not have any harm, intervention or adverse event. The patient was able to complete treatment on another cycler. The complaint cycler was returned for investigation.